Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The caller did not experience any adverse impact on their blood glucose level. The customer continued to use the pump for insulin therapy.